Event description:
Patient's representative additionally reported "a membranous 6x6x1.5 cm tissue. Findings of a fibroses and hyalinized capsule with small foci of ossification. No florid inflammation. No suspicion of malignancy." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patients representative reported right side capsular contracture, baker grade unknown . Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: depression: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's representative reported right side capsular contracture baker grade unknown. Patient's representative additionally reported "a membranous 6x6x1.5 cm tissue. Findings of a fibroses and hyalinized capsule with small foci of ossification. No florid inflammation. No suspicion of malignancy." Device has been explanted and replaced.